Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 33mmol/l, with extreme drowsiness, nausea, cognitive impairment, and symptoms of dehydration, associated with an alleged power issue. Reportedly, the patient resumed pump therapy after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had emitted a loss of prime alarm while the patient was sleeping and a subsequent loss of power. The pump was powered up at the time of the call. The patient checked the prime/rewind screen and showed "none of the boxes were shaded". This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The available black box showed unexplained power on reset events. No moisture/corrosion was found in the battery compartment. No damage was found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump and was used to successfully complete 24 hour testing. No power interruptions occurred during testing. The battery cap contact measurements were within specifications. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.